Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples did not form properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The echelon stapler was placed around the appendiceal base in order to ligate and divide the appendiceal base and mesoappendix. The surgeon proceeded to fire the echelon stapler but noted that some staples were deployed but the stapler did not cut either the mesoappendix or appendiceal base. In fact, some of the staples did not even close with firing. The echelon stapler was taken out and they proceeded to divide the mesoappendix with diathermy and ligate the appendiceal base with endoloops. There was a delay secondary to having to divide the mesoappendix, ligate the appendiceal base and take out unclosed staples. Surgeon had to divide the mesoappendix and ligate the appendiceal base underneath the applied staples which made the procedure more difficult. This turned what should have been a 15-20 min operation into an operation that went over an hour. The patient was discharged home day after his surgery. The surgeon has not seen the patient since and no follow up appointments have been arranged.

Manufacturer narrative:
(B)(4). Batch # n53h42. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.